Event description:
It was reported that the wake button was unresponsive and needs to be pressed multiple times to get pump to wake up. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.